Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The patient effects of thrombosis and pain are listed in the prostyle instructions for use (IFU), as a potential adverse event associated with use of the suture mediated closure devices. The subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported on (B)(6) 2025, a venotomy closure of the right common femoral vein using a prostyle device after a supraventricular tachycardia (svt) ablation procedure. Reportedly, there were three access sites in the right common femoral vein and three prostyle devices were successfully used to achieve hemostasis at each access site. On (B)(6) 2025, the patient returned to the hospital with pain, redness, and swelling in the right groin, which are signs of deep vein thrombosis (dvt). Angioplasty was performed to restore blood flow in the right groin/leg. No additional information was provided.